Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, empty of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is open and the original wing cap is not observed at the pump. Big top cap is opened. No discofix cap is observed. Additionally, detected solution residue at filling port. Complaint sample is filled with solution, immediately detected leak between silicone sleeve and blow mold sleeve. Analysis: as the received complaint sample is leaking (caused by piercing at silicone sleeve with needle during application process by customer) and contaminated with cytotoxic drug, further investigation for blockage is unable to be done. The complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s without packaging. The received sample was taken to a functional test (filled with nacl 0.9%). During the filling, leaks arose immediately at the inner silicone tube of the sample. The leak caused by piercing the inner silicone tube with a needle during the application process by the customer. Therefore a flow test of the sample was not possible. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the easypump didn't empty. The pharmacist tried to remove the chemo drug (80ml 5fu and 12ml saline) from the pump, firstly through the catheter by puncturing it with a needle & syringe, then secondly by inserting two needles into the pvc covering to remove the chemo with syringes.